Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose levels. Customer's low blood glucose value was 21 mg/dl and customer¿s high blood glucose level was 750 mg/¿dl. Customer's current blood glucose level was 210 mg/dl. Customer reported that they fainted and treated with food and glucose tablet for low blood glucose. Customer did not feel okay to troubleshoot for high and low blood glucose level. Customer reported that the insulin pump was not working properly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.